Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2158-50, (B)(4), model description:linear lead, 50 cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient is extremely thin and the leads were uncomfortable. The physician revised the leads and buried them deeper and made flat. The patient was reportedly doing fine after the revision procedure.